Manufacturer narrative:
E1; reporter institution phone number:(B)(6). E1: reporter phone number (B)(6). A philips feild service engineer (fse) went on stie and found the sound card was dislodged. The fse removed the sound card and reinserted the card back into the same slot. The device produced sound and functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was the sound card. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicated that the alarm of one of the beds does not work on the central monitor. There is no sound. The device was in clinical use on a patient at time of event, no adverse event was reported.